Event description:
The pt reported experiencing occlusions since the middle of (B) (6) 2009 resulting in elevated blood glucose of up to 600 mg/dl. He injected insulin via pen to lower his blood glucose. His normal blood glucose level is 140 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.